Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was leaked at the reservoir of the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer as assisted with the troubleshooting. It was stated that the leak was between both the o rings. The device will not be returned for the analysis.